Event description:
During manufacturers service, the service technician reported the ventilator would not switch from the battery to ac power. The service technician replaced the power supply to address the reported problem. Final checkout was completed per operating specifications with no fault recurrence reported.